Event description:
Air leakage was found during cerebral thrombectomy. The devices were connected in the order of reperfusion catheter, y-connector, t-shape stopcock, and aspiration tubing. This MDR is associated with MDR 3005168196-2013-00045 and 2013-00047.

Manufacturer narrative:
Results: the devices are in excellent condition with no visible damge. A 041" mandrel was introduced through the hub of the catheter and advanced distally with no problem. This catheter is functional. The separator is functional. The aspiration tube is functional. Conclusion : the complaint has been evaluated and the issue could not be confirmed. The physician in this complaint noted that there was an air leakage during cerebral thrombectomy. The catheter and the aspiration tube in this case were tested individually and neither of them leaked. These units were assembled in the order that the penumbra system is used with the separator in place and no leak was found. The air leakage in the complaint cannot be determined. Based on the observations made during the evaluation, this issue was likely due to user error. If the devices were not properly connected during the procedure or if the tubing was not properly connected to the pump canister a decrease in aspiration may be observed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.